Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood /tissue. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture. The rv lead was not used and replaced. The patient was in stable condition.